Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was working beautifully, and now the patient's over active bladder was back tremendously. The issue started several weeks ago. They had to use the restroom every hour and a half, 24/7, and did not get any sleep. They had a urinary tract infection (uti), and had not had one in a long time (no allegation related to device/therapy). They went to the urologist and the patient said they did not really want to help them. They wanted the patient to do a voiding diary and to spend two weeks on a program for twelve programs. The healthcare provider then said they would see the patient in october. The patient woke up in the recovery room (no allegation related to device/therapy) on program 2. They said the work books were not clear on the difference in the programs. They kept saying they were really upset they had not had a representative assigned to them and that they had not heard from anyone. The patient's current settings were checked, and they were on program 4 at 0.4 volts. They felt the stimulation in the bottom on the right side where the vagina started. They tried increasing the stimulation to 0.6 volts and said it was too annoying. They switched to program 1 at 1.6 volts. They were advised to monitor their symptoms for a couple days and see if the symptoms improved. Additional information was received from the patient. Patient called in stating their symptoms have not improved. Reviewed increasing stim before changing programs. Patient will increase stim and stay on program for another week before changing programs. Additional information was received from the patient. They reported that they did not think the device was working at all. It was still in use. They noted they had the trial surgery for overactive bladder last (B)(6) 2020. The results of the voiding diary were extremely good, therefore, they had the implant done in (B)(6) 2020, also with great results. However, in (B)(6) of 2021, they started to keep a voiding diary due to their overactive bladder increasing to thirteen times/day, including four to five night bathroom visits. Sleeping became a real problem. They saw their urologist on (B)(6) 2021. They wanted the patient to go through all the programs, each for two weeks, and would have a remote phone visit on (B)(6) 2021 to give them the results. They noted they never had a representative tell them anything about all the programs. The only time they ever talked to one of the manufacturer representatives was in the recovery room for just a few minutes while they were still foggy coming out of anesthesia. They were told nothing at all about what the programs did, nor how they should deal with them. That was why they called the manufacturer on (B)(6) 2021 and talked to a representative who told them to try various programs; the representative indicated different programs stimulated different nerves. The patient called the manufacturer again on (B)(6) 2021, and talked with another representative who indicated the programs stimulated the sacral nerves in different ways. They had tried all the programs at amplitudes up to 1.8 volts. They were back to their thirteen times/day voiding. They did not think the implant was working at all and were extremely disenchanted.

Event description:
Additional information was received from the patient. They reported that they saw their urologist and the device is working. Patient reported they do have oab, but all is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.